Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller screen went black when trying to perform a self-test. Log files were submitted for review and captured no unusual events in the log file event history. The system controller was exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the lcd screen on the system controller (serial number: (B)(6) not functioning as intended was confirmed. The system controller was returned for analysis in unremarkable physical condition. A blank white lcd screen was noted when the system controller was powered on. When a self-test was attempted, the screen turned black, confirming the reported event. The screen was replaced, and the issue resolved, isolating the issue to the lcd screen. After this replacement, the controller was able to function as intended. The downloaded and submitted log files did not show any interruption of system controller¿s ability to support the pump as intended due to the screen issue. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, the root cause of the lcd damage was unable to be determined. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3patient handbook and heartmate 3 instructions for use (IFU), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.